Event description:
An emergent trauma patient was admitted via the emergency department, where an arrow psi (percutaneous sheath introducer from kit ask-09903-mgh2) introducer was placed for access. No catheter was inserted via the access device at the time of placement. The patient was emergently transferred to the or for surgery. The anesthesia providers elected to place a triple lumen catheter (multi-lumen central venous catheter, (B)(4)) via the in-situ introducer to augment IV access for the surgical procedure. The catheter inserted via this access device was intended to be used with the arrow mac two-lumen central venous access device from kit ask-11142-mgh3. The device that should have been inserted into the in-situ introducer was multi-lumen central venous catheter (B)(4). The error was not immediately apparent to the anesthesia team because both types of catheter fit both types of access device and lock interchangeably. This could potentially have been a problem with drug delivery or location of the catheter in the patient due to the size. These devices are stored in separate bins, but it would be helpful if the manufacturer changed the packaging and included bolder packaging to make the difference easier to detect. The patient was not compromised in any way. We also have photos to share and have educated staff due to the similar packaging.